Event description:
It was reported, ¿blue cover was totaly brocken and still sticking in the patient when needle was taking out. Some part of the blue cover was still in the patient, after using the tap the peace came out.¿ there was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4): the device was discarded by user facility; therefore, a product analysis could not be completed. Method ¿ no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.